Manufacturer narrative:
The astral device was returned to a third party service center for evaluation. Based on all available evidence and complaint investigations of a similar nature, the reported device failure to charge its internal battery to full capacity was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery to full capacity. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The customer contacted resmed to request assistance regarding a battery charging issue in an astral device. Resmed informed the customer to send the device for investigation. The device was sent to a third party service center, the customer's internal service center, for evaluation. No device was returned to resmed for investigation, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery to full capacity. There was no patient injury reported as a result of this incident.